Event description:
I have been waiting for my replacement philips CPAP machine that was recalled back in (B)(6) 2021. I reported then, as requested. I have not been using the humidifier part of my machine, so it is blowing cold air down my throat to keep my airway open due to sleep apnea. I am having major issues now due to this problem: headaches, sinus infections from the cold air, and cold like symptoms. I have contacted philips half a dozen times with no response. Filed complaint twice and was told someone would get back to me via email; no response. Talked to my healthcare provider, sleep dr., who says there is nothing they can do on their end with the recall. Cannot afford to purchase another machine outright, and my insurance will not cover another machine this early. I cannot find any machines out there to purchase since there is a shortage. All I want is help and no one can, or will, help me. The next report my husband may be forced to complete is a death form, FDA 3500a. Come on people, I need help. (B)(6). Without CPAP, I get terrible headaches and quit breathing many times during sleep. FDA safety report ID# (B)(4).